Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the snap lock on the inner cannula broke off. Customer reported the patient was continuing to use the same trach and there was no re-cannulation or harm. And they have switched over to another inner cannula.

Manufacturer narrative:
Evaluation summary: sample was received and a visual inspection was conducted and it was observed that the flange is separated from the tube and was not received for evaluation; which would have been detected immediately in the manufacturing process since that defect is extremely obvious; therefore, the failure mode is not confirmed as related with the manufacturing process. Additionally a dimensional test was performed to the outer cannula holes and all the readings are within according to specification. If information is provided in the future, a supplemental report will be issued.